Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The de novo lesion was located in a mildly tortuous and non-calcified left anterior descending artery. The lesion was predilated with an unknown balloon. A 2.50x16mm stent was deployed at 9 atms in the lesion, and when the physician attempted to remove the delivery system, resistance was noted. The balloon was fully deflated before attempting to remove the device and the physician pulled negative twice. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)